Event description:
A caller reported an issue with a pump screen that was frozen and unresponsive to input, preventing interaction. There was no adverse impact to the customer's blood glucose level. Despite performing a pump reset, the issue persisted. Tandem technical support arranged to replace the pump with one featuring updated software, and the caller acknowledged the instructions for managing the replacement and returning the malfunctioning unit.